Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was receiving a pump refill, the drug went into either the catheter access port or directly into the pocket. Either way, the pocket was filled and the patient knew immediately. The hcp administered narcan and called the ambulance. The patient was taken to the hospital and released 4 hours later. It was noted the event took place in 2014 or 2015 the tuesday before thanksgiving.